Event description:
The pt had an infection over the pump. The pt's mother had a prescription and was looking for a physician to fill the pt's pump. The pt was at home. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.